Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts). According to the local rep, this pt was seen following delivery of an inappropriate shock from the device. Shock delivery occurred while the pt was putting boots on. The device had been programmed to alternate vector and the r-waves become diminished when shock delivery occurred. The local rep was able to reproduce the clinical observation by having the pt bend over and mimic the action of putting boots on. The vector was reprogrammed to primary ix as the r waves did not diminish. Stored data was uploaded and is available for review by in house engineering. A review of the treated episode found that the r-wave had diminished in size and was being double counted (intrinsic rate in the 80-90 bpm range). The measured shock impedance following shock delivery was 46 ohms.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.